Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, the nurses were unable to remove the catheter despite using lignocaine gel into suprapubic catheter tract and deflating catheter balloon before re-inflating with 1ml of sterile water to try and smooth out any ridging on the catheter balloon. Nurses then reinflated balloon and left suprapubic catheter change for the next day. The following day the patient was seen by the nurse who instilled lignocaine gel into suprapubic catheter tract. Waited four minutes before pulling on catheter with lots of traction. The catheter was removed. Patient was re-catheterized with a bardia catheter with 10ml balloon inflation. Flushed with 10mls sterile water to clear gel and drained slightly blood-tinged urine which then cleared.